Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 3.50x28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts through the mid-section of the stent were lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-oct-2020. It was reported that shaft kink and crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 3.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts and the shaft got kinked during negotiation. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.